Event description:
Implanted device was not showing a correct wave form requiring the MFR's rep to provide manual calculation for the proper wave form. The device functioned appropriately following the manual correction and no direct harm to the pt. Dates of use: (B)(6) 2016. Diagnosis: coronary artery disease.